Event description:
Customer reports, a fixing screw accessible from the outside of the case became "live" to the main supply. The event occurred during a safety check, the screw was chosen as a possible earth point or exposed metal part. The test was immediately aborted by the test equipment, because the screw was live. Upon investigation it was reportedly found that an internal wire carrying live mains had been pinched between the screw and the case during assembly.